Event description:
A patient was injected with radiesse dermal filler in the marionette lines and pre-jowl sulcus in 2009. The radiesse was mixed with lidocaine according to specifications in the radiesse IFU. The areas began to blanch while the patient was still at the facility. The rn began treatment of warmth, vibration and topical nitro paste.

Manufacturer narrative:
During a follow-up with the rn injector, it was reported that the patient did show a small area of necrosis. The patient was treated with wound care in 2009. There has not been any additional response from the rn injector or facility regarding patient resolution. The device history records for radiesse lot 1014622 were reviewed. All required testing specifications were met prior to release of the lot.